Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
The patient had increased spasticity. A cap (catheter access port) aspiration was done. It was determined that the catheter had a kink in the distal segment. On (B)(6) 2015, the catheter was revised. The spinal portion of the catheter was replaced. The new catheter segment was connected to the existing pump segment of the catheter. This resolved the issue. The patient status was reported as ¿alive-no injury.¿ the device system was delivering gablofen.